Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er220 clips from the applier were "scissoring" the vessels. Also the jaws were removing the clips from vessel after applier was used. Another device was used to complete the case. There was no consequence to the pt.